Event description:
In the course of 15 minutes, two IV pumps shut off while infusing critical medications. Pumps were plugged in at the time patients blood pressure dropped by 40 points and patient awoke agitated with an impella device in place that required lying still. Reference report mw5115894.